Manufacturer narrative:
G1 - mfg contact office address 1, g1 - mfg contact office city, g1 - contact office region state, and g1 - contact office zip code: correction.

Manufacturer narrative:
H3: the device was received for evaluation. Lot history review was performed, and no discrepancies or anomalies were identified during manufacturing. Visual inspection identified residual fluid within the returned device. Functional evaluation confirmed leakage originating from the stopcock plug component within the assembly. The customer¿s reported problem of leakage was confirmed. Further investigation identified that the leakage was associated with the stopcock plug due to insufficient wall thickness in the fluid path. Review of related component lot history (a436-01g2) identified nonconforming material reports associated with water leak test failures. The most probable cause was determined to be historical tooling variation affecting the plug dimensions. The tooling issue has since been corrected, and no additional corrective action was required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after being attached to the patient, the device was found to be leaking and backflowing blood onto the patient and was therefore removed and replaced. There was patient involvement, and no patient harm was reported.